Event description:
It was reported that a patient's superion indirect decompression implant had migrated, which was confirmed via fluoroscopy. The patient had continued to have lower back pain, and the device was not effective to treat the pain. According to the physician, it was difficult to determine if the migration of the implant caused the pain or if the pain was unrelated to the device. The device was explanted and the patient has made a full recovery following the procedure. The explanted device will not be returned as they were discarded by the medical facility.